Event description:
It was observed that during the device evaluation, the subject device exhibited had a tiny scratch on the right side of the charged coupled device lens. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was inspected and revealed a tiny scratch on the right side of the charged coupled device lens however, it did not affect the image. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. The most probable cause of the complaint is traced to component failure. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: "if any irregularity is observed during the inspection, ¿preparation and inspection¿, do not use the camera head and solve the problem, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair. ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient ¿withdrawal when any irregularity is observed¿." "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.